Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported one of his leads had fractured and was taken out of service and another manufacturer's device and lead were implanted. A call to the other manufacturer's medical record department found that the right ventricular (rv) lead had been surgically abandoned and the device explanted over three years earlier. The right atrial (ra) lead remained in service with the other manufacturer's system. The field representative reached out to the clinic for further information. The clinic reviewed notes from three years prior which stated the patient presented due to sycope as a result of an issue with the rv lead. The rv lead was surgically abandoned at that time. No additional adverse patient effects were reported.